Event description:
The surgeon inserted and removed a cq2015 collamer three-piece lens because the lens wouldn't stay in position in the eye due to poor eye support. The lens was cut into pices to remove and there was no pt injury, no incision enlargement or sutures. The reporter stated there was no problem with the lens.